Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Radio frequency (rf) wake up periods were tested. Many of the rf wake up periods during this testing were shorter than the acceptable operation threshold (i.e., many of the captured pulses had a pulse width of less than 2ms). This behavior is consistent with a shortened telemetry wake-up pulse behavior ('radiofrequency/rf wake-up period') associated with the crystal oscillator within the rf circuit. When the crystal oscillator is slow to start up, it directly shortens the rf wake-up period, and can result in an inability to successfully interrogate the device. The timing delays observed during testing likely caused or contributed to the inability to establish telemetry with this device while implanted.

Event description:
It was reported that during a follow up it was not possible to interrogate this device. A synchronized shock was performed and the impedance measurements appeared normal. The last remote monitoring communication was in (B)(6) 2019 and no other connection between the device and communicator was established, thus only one interrogation was possible after implant. A review by engineering noted that the device showed a single error which may suggest a radio frequency telemetry issue. A hardware malfunction was suspected. Subsequently this device was explanted and will be returned. No adverse patient effects were reported.

Manufacturer narrative:
This device will be returned for analysis. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that during a follow up it was not possible to interrogate this device. A synchronized shock was performed and the impedance measurements appeared normal. The last remote monitoring communication was in (B)(6) 2019 and no other connection between the device and communicator was established. A review by engineering noted that the device showed a single error which may suggest a radio frequency telemetry issue. A hardware malfunction was suspected. Subsequently this device was explanted and will be returned. No adverse patient effects were reported.